Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve dislodgement. It was initially reported by the customer that during preparation, before the procedure began, the dilator did not pass through the vizigo short hemostatic valve. They replaced the sheath to another new one and the procedure was completed with no problem. Additional information received indicated there was no damage on the sheath or dilator. There was no issue when irrigating the sheath and there was no material causing obstruction. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve dislodged into the hub. This finding is considered an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component, also the shaft was observed bent. Further analysis under image magnification showed stress marks on the hemostatic valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance/impedance issue reported by the customer was confirmed due to the hemostatic valve dislodge issue. The potential cause of the bent shaft could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure or due to the dilator wrongly introduced; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the dislodged hemostatic valve identified by bwi pal and the customer¿s reported impeded issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).